Event description:
It was reported that a remote alert was received for low, out-of-range (<200 ohms) pacing impedance measurements. The patient was seen in-clinic where noisy signals were reproducible with provocative maneuvers for both the right atrial (ra) and right ventricular (rv) leads. It was hypothesized the insulation on both leads was damaged due to potential subclavian crush. Diagnostic imaging was recommended prior to a potential ra and rv lead revision procedure. At this time, the system remains implanted and no adverse patient effects were reported. Information has been requested regarding the healthcare facility and device information, but a response has not yet been received.

Event description:
It was reported that a remote alert was received for low, out-of-range (200 ohms) pacing impedance measurements. The patient was seen in-clinic where noisy signals were reproducible with provocative maneuvers for both the right atrial (ra) and right ventricular (rv) leads. It was hypothesized the insulation on both leads was damaged due to potential subclavian crush. Diagnostic imaging was recommended prior to a potential ra and rv lead revision procedure. Exhaustive attempts were made for the specific device information and resolution, but a response was not received. Should any further information be received in the future, this record will be updated with results.